Event description:
No patient impact was associated with this complaint. On (B)(6) 2012, it was reported that the okay button was intermittently responsive and required additional presses of the button to achieve the desired response. The reporter confirmed that the issue began to occur several weeks ago, the pump was not exposed to water, and there is no damage to the keypad. This complaint is being reported because the unresponsive button issue could not be resolved at the time of contact.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were responsive without delay. The keypad cover was removed for investigation and revealed no evidence of contamination or defects. The pump was opened and verified the keypad flex connector was intact and without defect. Investigation was unable to duplicate the complaint.